Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not being delivered from the cartridge. There was no reported adverse impact to the customer's blood glucose level. Customer replaced cartridge and infusion set to resume insulin therapy.